Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider via a manufacturing representative regarding an unknown patient who was receiving an unknown drug for an unknown indication. It was reported that the health care provider had several pumps that had issues including safe states. These pumps had been analyzed, and the pump issues had been reported. The health care provider had switched to a different pump manufacturer due to the issues. Additional information has been requested regarding identifiable patient information and serial numbers, but information was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
After further review, the previously reported general allegations pertain to specific event's reported in mfg. Report#s 3004209178-2015-07667, 3004209178-2015-04020, 3004209178-2015-01520, and 3007566237-2015-03673. Additional information will now be followed in the corresponding report.